Event description:
A customer reported obtaining failing quality control (qc) results for the thyroid uptake (t-uptake) assay on the access 2 immunoassay analyzer. While troubleshooting with beckman coulter (bec), it was discovered that a t-uptake reagent pack was not in the designated slot on the reagent storage carousel. When this occurs the instrument does not detect either a wrong reagent pack or no reagent pack is present. The customer confirmed that no patient samples were generated because qc was not within range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Customer technical support (cts) assisted the customer in properly loading the t-uptake reagent pack and verified that the rest of the reagent inventory was correctly loaded. The customer then successfully re-calibrated and obtained passing t-uptake qc results. Bec identifier for this report is (B)(4).